Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic with symptoms of pocket stimulation, the right atrial lead exhibited loss of capture at max output. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced. The patient was stable before during and after the procedure.